Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box, lot #73l1500452 investigations did not show issues related to the complaint. The manufacturer will continue to monitor and trend related events.

Event description:
Reported event: the staples did not grab skin properly and the stapler blocked. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The sample was received without its original packaging. The returned stapler was visually examined with and without magnification. The stapler was returned with (B)(4) staples left in the cartridge indicating that (B)(4) staples have been fired by the end user. The staples appear aligned properly. No defects or anomalies were observed. The stapler functioned with no issues found. An attempt to simulate insertion into the skin was then attempted using the returned stapler and a foam pad. This was repeated with each staple firing correctly and engaging with the foam pad. No defects were found. The IFU for this product, l03485, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple closure, the trigger must be squeezed all the way in." Other remarks: a corrective action is not required at this time as there were no functional issues found with the returned sample. The reported complaint of staples not grabbing skin properly could not be confirmed based upon the sample received. The stapler returned was found to have no visible defects and passed all functional testing performed. A device history record review was performed on the stapler with no evidence to suggest a manufacturing related cause. There were no functional issues found with the returned stapler. The manufacturer will continue to monitor and trend related events.